Event description:
The dealer stated the joystick is working intermittently. The patient was not injured and no property damage was reported.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.